Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that she had been hospitalized for a urinary tract infection which caused high blood glucose levels. Blood glucose level was 201 mg/dl at time of hospitalization. Customer's parent states no indication of pain or bent cannula and insulin pump functioning properly. Advised and assisted parent to adjust device settings to healthcare provider's instructions. Nothing further reported.